Event description:
It was reported that the pcu stopped and multiple instances of system error code 800.8000.0 were displayed. The pump modules flashed red lights and infusions stopped. The pumps were infusing d10.2 with 20 meq (milliequivalent) potassium (k)/l at 15.6 ml/hr; gentamicin IV given at 1934 over five minutes; nafcillin IV given at 2015 over 60 minutes. There was a delay in therapy and the nurse had to switch pumps. There was patient involvement but no reported harm.

Manufacturer narrative:
Correction to product grid, see comment in product tab. An external and internal inspection was performed on the source pcu. The pcu was received with the instrument seal missing. The right (male) iui and left (female) iui was observed to be in good condition. Cracks were observed on the bottom of the front case. The battery was observed to be third party. Programming steps found in the pcu event log were followed to replicate the reported event. Results of the test infusion replicated the system error and all attached modules displayed ¿communication error¿. Upon completion of testing, the pcu error log was reviewed and showed an 800.8000.0 error was recorded. A review of the device history record showed the device had a manufacture date of 08/31/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the pcu stopped and multiple instances of system error code 800.8000.0 were displayed. The pump modules flashed red lights and infusions stopped. The pumps were infusing d10.2 with 20 meq (milliequivalent) potassium (k)/l at 15.6 ml/hr; gentamicin IV given at 1934 over five minutes; nafcillin IV given at 2015 over 60 minutes. There was a delay in therapy and the nurse had to switch pumps. There was patient involvement but no reported harm.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that the pcu stopped and multiple instances of system error code 800.8000.0 were displayed. The pump modules flashed red lights and infusions stopped. The pumps were infusing d10.2 with 20 meq (milliequivalent) potassium (k)/l at 15.6 ml/hr; gentamicin IV given at 1934 over five minutes; nafcillin IV given at 2015 over 60 minutes. There was a delay in therapy and the nurse had to switch pumps. There was patient involvement but no reported harm.